Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were crimped. The event occurred on 01-aug-2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of site was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).